Event description:
It was reported that while using bd facs¿ sample prep assistant iii waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, "the customer reports via email that the probe is clogged and the wash tower is overflowing. " are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontaminate/bleach? No. Was the customer/ bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na.

Manufacturer narrative:
Investigation summary: ¿ scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). ¿ problem statement: customer reported: probe is clogged, and wash station is overflowing. ¿ manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 15apr2021 to date 15apr2022 (rolling 12 months). ¿ complaint trend: there are 9 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 15apr2021 to date 15apr2022 (rolling 12 months). ¿ investigation result / analysis: per fse report: customer reported that the probe is clogged and causing the wash tower to overflow. Unplugged the probe with a stylet. Flushed out the inline filter assembly with bleach and water. Primed several times with no clogs or overflowing of the waste tower. Ran a&p to verify the spa is operational. Using a stylet to repair the probe and flushing the inline filter resolved the issues with the spa. Sample preparation was not affected. There was no delay in patient treatment due to any unexpected results. Service max review: review of related work order# (B)(4). Install date: 08dec2010. Defective part number: there were no defective parts work order notes: subject / reported: probe clogged - wash station overflowing. Problem description: probe clogged. Cause: particles clogging probe. Work performed: cleared probe clog. Solution: cleared probe clog. ¿ returned sample evaluation: there were no defective parts. ¿ manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and pn647205 was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ risk analysis: risk management file part #100245ra, revision 03 was reviewed. Hazard(s) identified? Yes, no. Hazard ID: 3.1.29. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide. Risk control: afap. Mitigation(s) sufficient? Yes, no. ¿ root cause: based on the investigation result and the fse¿s report the root cause was a clogged probe. ¿ conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the clogged probe causing wash station to overflow. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is limited, s2, and there was no impact to the patient health or safety.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, "the customer reports via email that the probe is clogged and the wash tower is overflowing. " are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of liquid? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 6. Was the waste mixed with decontaminate/bleach? No. 7. Was the customer/ bd personnel physically in contact with the fluid? No.